Event description:
Per q catheter being inserted for PICC placement, rn noted upon removal of guide wire that wire appeared to be 'stretching'. Removal of wire halted for closer inspection by rn. Introducer and guide wire removed together without difficulty. Guide wire remained intact upon removal but noted to have exited at an angle on the tip of the introducer. Chest x-ray and r arm x-ray ordered. Pt. Denied sob or pain. Upon inspection, guide wire appeared to have frayed.